Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on 11-jun-2024. The blood glucose level was 457 mg/dl. Therefore, patient was treated with correction via bolus. No further information available.